Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: ios / ios_iphone 13 / unknown / ios 26.1.

Event description:
It was reported that pump displayed malfunction alarm code 12 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm happened again, and caller acknowledged and understood instructions.